Event description:
Description of event the patient had the ivc filter in for 5 months before it was going to be removed. During the removal of the ivc filter the hook got bent and forced the need for additional procedure. The patient is requesting compensation because of the need for additional procedure. Additional information received 03jan2026: the loop on the top of the filter straightened out while removing it. This necessitated major surgery to remove the filter. Placement was done on (B)(6) 2025 with removal on (B)(6) 2026. Patient outcome it was unknown if all portions of the defective filter were removed.